Event description:
A memory lens iol implanted in a pt's left eye was diagnosed as opacified with visual acuity reported as 20/30. Excellent prognosis was predicted for exchange. The device was explanted and replaced. No further info is available at this time.